Event description:
A surgeon reported that the filtration device was not permeable to fluid. The device was removed immediately and surgery was completed with another technique. No patient harm was reported. Additional information has been requested, but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).